Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure on an unknown date. The patient was revised due to unknown reasons. The neutral poly liner was changed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: a1; a2; a3; b5; d1; d4; d6; g3; g4; h2; h6.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 2 months later due to infection. The liner was revised and discarded.